Event description:
During an in clinic follow up, episodes of mode switching that showed undersensing were noted on the device. Technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.